Event description:
It was reported that the customer passed away. Wife stated that the cause of death was diabetes complications; she also stated that the customer was wearing the insulin pump at the time of death. She stated that the customer was cremated and the insulin pump was more them likely still attached to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.